Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the emergency room due to low blood glucose on (B)(6) 2018 with blood glucose of 84 mg/dl. The customer also reported other blood glucose such as 90 mg/dl, 62 mg/dl. The customer was treated with IV in the hospital. The customer was wearing the insulin pump during the hospitalization. The customer was reported that the insulin dripping or squirting from end of set before connecting at their site. Based on customer report customer does not allege pump was over delivering. The customer also reported that they hospitalized with high blood glucose as well. The insulin pump will not be returned for analysis.